Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/13/2026. It was reported that a detached or missing sensor wire occurred. The sensor pod and applicator were received and evaluated. An external visual inspection was performed and no major damage was found. External visual inspection failure test was performed and found sensor wire detached. The allegation was confirmed. The probable cause was determined to be sensor wire is missing from sensor pod. The applicator was evaluated. An external visual inspection was performed and no damage was found. An internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.